Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-43997. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of leads, it was noted that the right ventricular (rv) lead and the right atrial (ra) lead were dislodged. The physician explanted and replaced both the leads on (B)(6) 2022. The patient was in stable condition.